Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon/author believe that ethicon products (pds suture) caused and/or contributed to the patient death described in the article? Does the surgeon/author believe that ethicon products (pds suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon/author believe there was any deficiency with the ethicon products used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article. The device was not returned, therefore an analysis investigation could not be performed. The lot/batch was not provided, therefore the manufacturing records could not be reviewed. Reference attached journal article.

Event description:
It was reported in a journal article entitled: extended sleeve lobectomy after induction chemoradiotherapy for non small cell lung cancer. Authors: shinichi toyooka, junichi soh, hiromasa yamamoto, masaomi yamane, shigeru hattori, kazuhiko shien, kentaroh miyoshi, seiichiro sugimoto, takahiro oto, shinichiro miyoshi. Citation: surg today. 2015; 45: 1121 1126. Doi: 10.1007/s00595-014-1025-y. Extended sleeve lobectomy is a challenging surgery. While induction chemoradiotherapy (chrt) followed by surgery is one of the therapeutic strategies used for locally advanced non-small cell lung cancer (nsclc), chrt can impair the anastomotic healing potential. The authors presented their experience with cases who underwent an extended sleeve lobectomy after induction chrt. A total of 9 patients (7 males and 2 females) underwent extended sleeve lobectomies and were included in the study. During the surgical procedure, a complete lymph node dissection of the ipsilateral superior mediastinum and subcarina was routinely performed. A bronchial anastomosis was performed with running sutures using pds ii 4-0 for the bottom portion of the anastomosis. Interrupted sutures using pds ii 4-0 sutures were placed on the other portion. The bronchial suture line was wrapped with a pericardial fat pad or omental pedicled flap with prophylactic intent. Reported complications included a (B)(6) female patient (case 7) with a bronchovascular fistula on post-operative day 163. It was noted that the patient died due to the event upon transfer to the emergency department. It was reported that the anastomosis of the spared lung to the proximal bronchus is one of the critical points of an extended sleeve lobectomy. It was concluded that an extended sleeve lobectomy after induction chrt is feasible, but careful patient selection and perioperative management are mandatory.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: does the surgeon/author believe that ethicon products (pds suture) caused and/or contributed to the patient death (64 yr old female patient ) described in the article? Does the surgeon/author believe that ethicon products (pds suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon/author believe there was any deficiency with the ethicon products used in this procedure? Were the cases discussed in this article previously reported to ethicon? -no. If yes, please provide a complaint reference number. Please contact the author/ surgeon to offer a conversation with ethicon medical and engineering (translation is available) sorry we couldn't get information any more.